Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging bladder, kidney, shortness of breath, chronic sinus infections, heart attacks and pulmonary fibrosis. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 9/29/2022 and h11 is updated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging bladder, kidney, shortness of breath, chronic sinus infections, heart attacks and pulmonary fibrosis. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g and h is updated in this report.